Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Furthermore, medical records were requested, but were not obtained. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately two months post-implant of a suprarenal aortic extension and a bifurcated device, a type iii endoleak was identified on a computed tomography scan. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.